Event description:
Sims level 1, inc. Received a report regarding one of their fluid warmers. The hospital reported that four hours into a cranium optimy procedure, it was noticed that the water level in the water tank was low. Approximately 30 mls of distilled water was added. In recovery, the pt spiked a high fever and was admitted to the intensive care unit where they remained for four days. The hospital stated that they feel water from the fluid warmer entered pt causing a bacterial infection.